Event description:
It was reported that this right atrial (ra) lead exhibited low grade fuzzy noise, however, not sensed on the right ventricle which boston scientific technical services consultant (ts) stated that this finding was diaphragm myopotential from breathing. Also, there was atrial under sensing toward the end of the electrogram (egm). Ts suggested to consider bringing the patient for a clinic evaluation and set the ra more sensitive which is currently set to .75 milli volts fixed sensitivity. At this time, this ra lead remains in service. No adverse patient effects were reported.